Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Analysis was unable to verify for battery out of limit alarm due to no button response. The insulin pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm and battery out limit alarm after battery change. The customer reported that the buttons were unresponsive. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 444 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.